Event description:
Caller states the patient tested 1.6 inr on the coaguchek system and 2.22 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect device, however, strips are unavailable for return.